Event description:
It was reported that the vns pt's device was explanted with no plan for replacement. F/u revealed that the pt's device was explanted due to pain, coughing, voice tremor and discomfort from the stimulator. It was also indicated that the device was not re-implanted per pt's wishes. Good faith attempts to obtain additional info regarding the reported events have been unsuccessful to date. The explanted product has been returned to the MFR for product analysis. Product analysis has been completed on both the generator and the single lead portion. Based on the findings, there is no evidence to suggest a discontinuity in the lead which may have contributed to the reported allegation. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. Note that since the electrode array section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. No anomalies were identified that could have contributed to the reported event.